Manufacturer narrative:
(B)(4). No radiographs have been provided to confirm the reported event. Revision surgery was reported to be scheduled, but has not yet occurred. The root cause of the reported event is not known.

Event description:
A pedicle screw construct was implanted at the l4-s1 spine levels on (B)(6) 2012. The screw components were noted to have separated, exact date unk. No injury has been reported. Revision surgery has not occurred to date.